Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation along with four photos attached. During decontamination at mkom, the worker inflated and deflated the cuff with air but could not control smoothly. The lumen between the inflation line and the tube connection seemed to be narrowed. Four photos were included for evaluation. According to the received photos, occlusion was confirmed in the assembly of the inflation line to the tube. The failure mode of cuff broken was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H4. Device mfg date: the reported lot# 4461692 could not be found for the reported catalog# 100/199/080 in the system; therefore, the manufacturing date could not be confirmed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air could not escape from the cuff. This occurred before patient use/during priming. There was no patient involvement, and no patient harm/adverse event reported.